Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, (B)(6). Study description: essure generic reimbursement program she had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, with lot number c64474. During insertion procedure, the insert did not come out completely and broke. A piece of the insert was well placed in the tube but was not complete. Implant released partially from the system while the procedure was correctly conducted. The event happened in the operating room. Intervention lasted 3 minutes. Hysterosalpingography was performed (B)(6) 2016, 3 months after the placement, and confirmed bilateral tubal occlusion. Contraception was continued until the control. No clinical consequences were observed. The patient stopped her contraception. Essure system was not kept. Follow-up information on 04-feb-2016: the date of birth of the patient was added, she was (B)(6). The reporter was not sure regarding the side where the breakage occurred. Placement of the insert in the left tubal ostium: 6 trailing coils visible. Placement of the insert in the right tubal ostium: 9 trailing coils visible. The physician was not working at the hospital anymore since jan-2016 therefore further information will not be available. Follow-up information received on 11-feb-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, the insert did not come out completely and broke. Three months later, patient had her hysterosalpingogram test which confirmed tubal occlusion. She had no clinical consequences. Device breakage is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had a deployment difficult during the procedure (the implant released partially from the system) and the device broke. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the patient had no clinical consequences, this might have occurred under less fortunate circumstances. A product technical analysis is expected. Further information will not be available.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 03-jun-2016: the bayer reference number for the ptc report is (B)(4). Lot number: c64474; production date: 12-jun-2014; expiration date: 30-jun-2017. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available results of the batch investigation a product quality defect could not be confirmed but is considered plausible. However, no medical events were reported at this point in time, therefore the assessment of a relationship of medical events with a quality defect is not applicable. A batch investigation with respect to similar ae cases is also not applicable, since no medical events were reported. Based on the provided information the defect type corresponds to the following meddra llt: device malfunction. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jun-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1321cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, the insert did not come out completely and broke. Three months later, patient had her hysterosalpingogram test which confirmed tubal occlusion. She had no clinical consequences. Device breakage is unlisted according to essure's reference safety information. According to product technical complaint analysis, no new failure mode was reported. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had a deployment difficult during the procedure (the implant released partially from the system) and the device broke. Considering the event occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the patient had no clinical consequences, this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available results of the batch investigation a product quality defect could not be confirmed but is considered plausible. Further information will not be available.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.